Event description:
It was reported that the pt experienced an overstimulation sensation in the abdomen, following a change in position. The pt turned up the stimulation from 1.30 volts to 3.0 volts and felt painful stimulation in the back and abdomen. When the stimulation was turned down, the pt could not feel the stimulation, but the "normal" pain was not felt. It was later reported that programming of the pt's device was attempted. Any stimulation from one of the leads produced an overstimulation sensation at the pt's pocket site. A fluoroscopy was performed and confirmed that the lead had migrated "all the way down to the battery site." The pt was to have a paddle placement revision performed, but it was not scheduled as of the date of this report. The stimulation was turned off. No info was provided related to the pt's outcome. A follow-up report will be filed if add'l info becomes available.

Manufacturer narrative:
(B)(4).